Manufacturer narrative:
The micrusphere 10 cerecyte microcoil 4 mm x 7.5 cm (csp10040030/g11180) was not used. This was a recalled coil that they attempted to implant. They tested the coil for proper connection before implanting but found that the hub of the coil did not fit the cable. The coil was set aside and other coils were used. The most likely root cause of the device positioning unit's (dpu) failure to connect into the enpower control cable (ecb) was due to the misalignment of the dpu's electrical connector's posts and the missing lead-in chamfer located at the inside diameter of both electrical posts. CAPA (B)(4) has been issued to address this complaint. Based on the information and the analysis, the event could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The micrusphere 10 cerecyte microcoil 4 mm x 7.5 cm (csp10040030/g11180) was not used. This was a recalled coil that they attempted to implant. They tested the coil for proper connection before implanting but found that the hub of the coil did not fit the cable. The coil was set aside and other coils were used.